Event description:
An 89 year-old pt with a history of hypertension and atrial fibrillation with a pacemaker rec'd his first hyalgan injection in his left knee for osteoarthritis on 3/17/98. Ethyl chloride spray was used as a local anesthetic. Pt rec'd his second and third injections on 3/24/98 and 3/31/98. Pt was also started on bactrim ds x 7 days on 3/31/98 for a urinary tract infection. After the third injection, hypotension (in the 70's) and lethargy were reported while in the dr's office. Shortness of breath, chest tightness and pain (except arthritic pain) were denied. IV fluids were given and the pt was transferred to a local emergency room for observation. Electrocardiogram revealed paced rhythm. Blood pressure was 92/70. He was awake and alert. Events abated after a couple of hours and the pt was sent home. The remaining hyalgan injections were not administered. Corrective treatment: IV fluids.